Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. The patient noticed a lack of stimulation sensation a week ago in (B)(6) 2017. It was reported that a 0x400 parity error power on reset (por) was seen on (B)(6) 2017. No falls or traumas were associated with the event. The patient had a diagnostic ultrasound of their carotid artery about 1-1.5 months ago. The caller successfully cleared the por. Therapy had stopped due to the por and was turned back on but the patient was not feeling stimulation. The manufacturer representative was going to continue to work with the patient after reviewing impedance readings. No further complications were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that impedances were checked, and within normal limits. It was also mentioned that it is possible that the ultra sound environment caused the patient¿s loss of stimulation. The rep stated that the stimulation was turned back on, and the patient is to inform them if it happens again. The patient¿s weight is unknown. No further complications were reported.